Event description:
During preparation for cardiopulmonary bypass, the roller pump displayed a pump jam error message. By adjusting the pump occlusion, function of the pump was restored. There were no adverse consequences to the pateint as a result of this event.

Manufacturer narrative:
The roller pump operating software log was examined. Several instances of motor overcurrent conditions, which are the triggers for the pump jam error message, were observed. The error messages were due to over-occlusion of the pump rollers, resulting in current demand by the pump exceeding the limit associated with a pump jam. The logs indicated no hardware or software malfunction. Proper adjustment of the roller occlusion restored proper function.